Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the over infusion of fentanyl was confirmed during a review of the device logs and is attributed due to user error. The pcu module event log showed that on (B)(6) 2026 at 10:08 am a remote IV infusion was received with the following parameters: fentanyl (drugid=113); dose=1 mcg/kg/h; patient weight=1 kg; concentration=3 mcg/30 ml; syringe=bd 3 ml; volume=2.95 ml; rate=0.1 ml/h; volume to be infused (vtbi)=2.8 ml (value entered manually by the user). Primary volume infused (pvi) was observed as 5.7521 ml at start of the infusion. At 10:09 am the user selected the suspect syringe module and updated the infusion rate to 1 ml/h (infusion dose changed to 10 mcg/kg/h, this is related to the root cause, the facility mentioned that the syringe module ¿resumed automatically¿ at a different rate), the pcu displayed a guardrails dialog citing ¿dose above maximum¿ and the user selected continue. At 12:50 am the unit alarmed infusion complete, the user channeled off the unit two minutes after. Pvi at the end of infusion was noted as 8.5521 ml. Total volume infused by the suspect syringe module s/n (B)(6) was calculated by dchu as 2.8 ml. A review of the syringe and pcu module error logs showed no errors relevant to the reported complaint. Alaris system maintenance (asm) barrel clamp, plunger position and force accuracy tests results showed the device to be working within specification. The alaris system user manual v12.3 mentions that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The manual further specifies that the clinician must ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. To minimize potential startup delays, delivery inaccuracies, and delayed occlusion alarm generation when loading a new syringe, the manual recommends selecting the smallest appropriate syringe size (for example, using a 3 ml syringe to infuse 2.3 ml of fluid). Additionally, the programmed flow rate should be equal to or greater than the minimum recommended flow rate for the selected syringe. The bd alaris user manual also includes a warning indicating that errors when entering the drug amount or diluent volume may result in over infusion or under infusion. An external and internal inspection of the suspect syringe module s/n (B)(6) showed no obvious issues or anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the device over infusing was attributed to user error. The facility reported the syringe module resuming a fentanyl infusion at an incorrect rate; however, it was observed during a review of the device event logs that the syringe module did not automatically resume at the incorrect dose, instead it was manually changed by the user updating the infusion rate and confirming the ¿dose over maximum¿ guardrails dialog, laboratory testing showed the device to be working within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer requested a keystroke report for the pump to investigate a near-miss event involving a patient and determine whether it was caused by user (nurse) action or the device. There was patient involvement but no harm. Additional information received 30mar2026: on 19mar2026 at 1008 the fentanyl syringe was initiated and to infuse at 1mcg/kg/hr (0.1 ml/hr). At 1009 a fentanyl bolus was given (1.5 mcg/kg/hr), verified and cosigned. At 1011 the bolus was complete: however, according to the infusion rate verification, the alaris pump automatically restarted the continuous infusion at 10 mcg/kg/hr (1 ml/hr) at this same time. At 1300 the pump alarmed ¿complete.¿ the rn realized the syringe should not have been empty, reviewed infusion rate verification, and saw the rate increase. The rn immediately stopped the infusion, and the pump was removed from service and secured. The infant remained stable and unaffected.